Manufacturer narrative:
Section d10. Device available for evaluation? Yes. Returned to manufacturer on: 1/25/2021. Section h3. Device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification revealed, viscoelastic residue on the optic body and haptics. Which is consistent with a lens that was handled, during removal and replacement. Furthermore, lens damage (bent optic body), haptic damage (bent haptic), and a detached haptic were observed as well. Which can be attributed to receiving the lens and haptics centralized. And therefore, crushed in the lens insert. The lens was cleaned. And no additional cosmetic defects were observed. ¿dc-haptic damaged¿ was confirmed. However, this can be attributed to receiving the lens crushed and also, because that the customer observed this issue, while handling during insertion. And therefore, cannot be confirmed to be related to manufacturing and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, that no other complaints were received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that an intraocular lens (iol) flipped and haptic broke when inserting the lens into the right eye of a patient. An incision enlargement was required to remove the iol. No patient injury was reported. There was no vitrectomy performed and no stitches required. The replacement lens was the same model and diopter. No further information was provided.